Manufacturer narrative:
The investigation of stroke/cva has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. Prior to impella support, the patient was cannulated with extracorporeal membrane oxygenation (ECMO) and was intubated. It was reported that after the impella cp with serial number (B)(6) (pump 1) was implanted and connected to the automated impella controller (aic) with serial number (B)(6) (aic 1), an alarm occurred for impella defective. The impella cp was explanted and replaced with a new impella cp pump with serial number (B)(6) (pump 2), and the impella defective alarm was not resolved. An additional aic with serial number (B)(6) (aic 2) was connected to the second pump, and the impella defective alarm was not resolved. The aic was replaced again with a third unit, the alarm was resolved, and support was initiated. After 6 days of ECMO and impella support, a cerebral bleed was discovered, and therapy was discontinued. It was noted that the cerebral bleed was not impella related. The patient was given systemic heparin during impella use. It was noted that the patient expired while on impella cp support. There was a delay in needed support when pump 1 would not be recognized by aic 1. Additionally, there was a delay of support as the aic 1 and aic 2 would not recognize pump 1 or pump 2. It cannot be said the period of time with loss of hemodynamic support did not contribute to the patient's overall outcome. The patient experienced a cerebral vascular accident while on support with pump 2. While the physician stated it was not impella related, but there is no alternative cause identified or provided as the likely cause of such event. Additionally, the patient was given systemic heparin for impella use which may have contributed to the cerebral bleeding. Pump 1, aic 1, aic 2, and pump 2 cannot be ruled out as contributing factors in the overall event.

Manufacturer narrative:
This is one of four medical device reports associated with the event. Refer to manufacturing report number 1220648-2024-06292 for automated impella controller 1 with serial number (B)(6). Refer to manufacturing report number 1220648-2024-06294 for automated impella controller 2 with serial number (B)(6). Refer to manufacturing report number 1220648-2024-06290 for pump 1 impella cp with serial number (B)(6). The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high-risk pci instructions for use for the related event are as follows: section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿